Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon detachment occurred. The stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 5.0mmx100mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon detached, and the wire was unable to be advanced. The device was removed by simple withdrawal, and the procedure was successfully completed using an alternative method. There were no patient complications as a result of this event.